Event description:
It was reported that during a device interrogation session, the physician noted noise in the patient's system. Although the physician could not determine the source of the noise, a setscrew issue was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.